Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. There was high pace impedance (greater than 3,000 ohms) and a high pacing threshold. X-ray revealed that the helix had not extended, despite applying 30 turns. The lead had been tested on the table prior to implant and had worked as expected. A new lead of the same model was successfully implanted without complication. This lead is expected to be returned to the manufacturer for analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. There was high pace impedance (greater than 3,000 ohms) and a high pacing threshold. X-ray revealed that the helix had not extended, despite applying 30 turns. The lead had been tested on the table prior to implant and had worked as expected. A new lead of the same model was successfully implanted without complication. The lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. It was not possible to test the helix mechanism due to the dried blood present. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high pacing impedance.